Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 03.037.032, lot: 9162425. Manufacturing location: haegendorf, release to warehouse date: dec 03, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. H3, h6: product investigation was completed. Visual inspection of the returned nail extractor revealed that stripping/ flattened of the most distal portion of the threads at the distal tip. But, nothing is found broken. Hence, the complaint is partially confirmed. Overall length of the nail extractor is within specification. The complaint is confirmed for the bent threads but unconfirmed for the broken condition. The exact cause of the damaged threads is unknown, but it is likely due to wear from repeated use over the lifetime of the multiple use devices. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nail extractor bolt broke during a total hip arthroplasty revision surgery on (B)(6) 2019. It broke when trying to extract the nail out from the proximal end. The threads are all bent. No fragments were generated from the broken device. There was a very long surgical delay. Procedure and patient outcome were unknown. This report captures the intra-op event of nail extractor bolt breakage and related complaint (B)(4) captures the post-op event of tfna nail and distal screw breakage. This report is for one (1) nail extractor. This is report 1 of 1 for complaint (B)(4).